Event description:
The pt with this device had presented in the ER on (B)(6) 2012 after having received multiple shocks. It was found that the lead had dislodged and was in the atrium. The lead was repositioned and remains actively implanted. Should add'l info be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.